Event description:
Procedure type: gastric bypass. According to the reporter: the reporting person said that during the gastric pouch procedure the stapler locked making impossible to perform the procedure. The event prolonged the hospital stay. The procedure was completed with manual suture. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)